Event description:
It was reported the device was used during an unknown procedure. It was reported the er320 instrument misfired and jammed. Another was used to complete the case. There was no pt consequence.